Manufacturer narrative:
It was reported that the device was in normal use and then the spo2 stopped working. No consequence or impact to the patient was reported. The concomitant device (ay-653p-qm) was returned to nihon kohden; however, device evaluation anticipated, but not yet begun. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the bsm: ay-653p-qm (sn# (B)(4)). Cable (lot# unknown). Sensor (lot# unknown).

Event description:
It was reported that the device was in normal use and then the spo2 stopped working. No consequence or impact to the patient.